Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 07-feb-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in the incident, it was determined that the keyboard did not work. The field service engineer (fse) troubleshot the issue with the non-working keyboard and found that the universal serial bus keyboard cable was slightly disconnected from the docking board. The fse reconnected the cable, rebooted the system, and tested it successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es keyboard did not work. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.